Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced to resolve the issue. Patient ID: no report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported an error during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.